Manufacturer narrative:
Evaluation: method - evaluation not yet completed. Conclusion = evaluation not yet completed. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation and analysis will be reported once completed.

Event description:
It was learned that an edwards' mitral bioprosthetic valve was explanted due to stenosis after an implant duration of approximately 7 years. Initially reported "after explanting, two leaflets were intact and functional and the third leaflet was immovable and calcified." Operative report indicates the leaflets were quite diseased and immobile.

Manufacturer narrative:
Evaluation summary: received one valve in formalin; the valve exhibits heavy calcification in the cusp area of all three leaflets. At the free margins, calcification is moderate at all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 3-5mm. Host tissue is minimal to moderate at the stent inflow, and moderate at the sent outflow. Additional manufacturing narrative: device evaluation confirms the reported stenosis was caused by calcification and host tissue overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to suggest a device quality deficiency during the manufacture of this device, that may have caused or contributed to this event.